Manufacturer narrative:
The customer's report was duplicated and the monitor board was replaced to remedy the report. The device was recertified and returned to the customer. A new auxiliary power supply was sent to the customer with instructions to replace and either discard, or send in the old one for evaluation. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device would not power up. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.